Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient connection line was damaged during the procedure. The cause of the damage was unknown. There was no injury to the patient.

Manufacturer narrative:
The device did not meet the requirements for leak testing or patency due to the disconnected tubing and tape that was around the tubing and drainage bag. Therefore, the complaint could not be duplicated. It is unknown how or when this damage occurred. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device did not meet the requirements for leak testing or patency due to the disconnected/damaged tubing. Tubing was damaged and had been taped to the device. It is unknown how or when this damage occurred. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.